Event description:
A complaint was received regarding a 71" (180 cm) pressure monitoring extension set m/f, non-sterile bulk that experienced foreign matter in the fluid path. The reporter stated that they had one piece of tubing that contain a foreign particle. The product is available for investigation a sample photo was provided showing a foreign particle in the tubing. The issue was noted during production at arcroyal. No customer impact or delay in procedure. The product is stored in the box supplied on a shelf in their warehouse. All boxes are kept closed after product has been picked. There were no cuts, hole or defects just the foreign particle in the product. The product was not in clinical use at the time of the event.

Manufacturer narrative:
D4 and h4 the expiration date, and manufacture date are not applicable since the device requires further processing before those are attributed to the device. D4, g4: model number is not sold in the us but similar device is sold under model 46200-25. This product was used for the product code, and 501k. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The reported complaint of a foreign object could be confirmed from the photo provided. However, it is unknown if the object is embedded or in the fluid path. Without the return of the sample, the probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.